Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 285 mg/dl while wearing the pod between 4 and 24 hours. While "swimming," the pod came loose near the cannula, thus, the cannula dislodged from the infusion site (arm). As treatment for hyperglycemia, a manual injection of insulin (6u) was delivered.